Event description:
This report is based on information provided by philips remote service engineer rse, philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint that the tempus pro touchscreen will not stay calibrated. The device was in use at the time; however, there are no reports of delays or patient impact.

Manufacturer narrative:
07 apr 26 rvr updated the reporting institution name.